Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 7.0; re-test: 7.5; lab: 4.3. Time between testing about 5 minutes. Coumadin stopped by doctor for 2 days.